Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy patches under the rear therapy electrode pads. It was reported that the patient is allergic to nickel. The patient consulted her physician who recommended a cream. Follow-up indicated that the irritation was still present and that the cream was helping.